Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia.

Event description:
It was reported the patient's blood glucose level rose to 15.3 mmol/l (275.4 mg/dl) while wearing the pod between 25 and 36 hours. Patient noticed insulin during wear and that the skin looked swollen. When removed from the infusion site on the abdomen, the pod's cannula was found bent.